Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and/or damage, including, but not limited to, embedment of the filter and unable to be retrieved. The patient suffered life-threatening injuries, damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The brief noted that the filter was embedded in the wall of the ivc. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Without procedural films for review, the reported retrieval difficulty could not be confirmed. However, the cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The off label use of this filter likely contributed to the retrieval difficulty experienced by the customer. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and/or damage, including, but not limited to, embedment of the filter and unable to be retrieved. The patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of morbid obesity, bilateral dyskinesia, post-partum cerebral clot and intra-abdominal adhesions. The same day the filter was implanted the patient also had laparoscopic gastric bypass, lysis of adhesions and cholecystectomy. The filter was deployed via the patient's neck. The patient tolerated the multiple procedures well. Later on the same day that the filter was implanted, the patient complained of chest pain, neck pain and pain at the filter site. Additional information received per the patient profile form (ppf) states that the patient continues to experience worry, anxiety, chest pain and pain at the filter site.  Three years and six months after the index procedure, the patient presented to the hospital with chest pain and a scan noted a pulmonary embolus in the left lower lobe pulmonary artery. She was admitted to the hospital for five days. Approximately twelve years after the index procedure, the patient began experiencing chest pain and her doctor informed her that the filter was embedded and can no longer be retrieved. There was no attempt to remove the device. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of morbid obesity, bilateral dyskinesia, post-partum cerebral clot and intra-abdominal adhesions. The same day the filter was implanted the patient also had laparoscopic gastric bypass, lysis of adhesions and cholecystectomy. The filter was deployed via the patient's neck. The patient tolerated the multiple procedures well. Later the same day that the filter was implanted, the patient complained of chest pain, neck pain and pain at the filter site. The filter subsequently malfunctioned and caused injury and/or damage, including, but not limited to, embedment of the filter and unable to be retrieved. Per the patient profile form (ppf), the patient continues to experience worry, anxiety, chest pain and pain at the filter site. Three years and six months after the index procedure, the patient presented to the hospital with chest pain and a scan noted a pulmonary embolus in the left lower lobe pulmonary artery. Approximately twelve years after the index procedure, the patient began experiencing chest pain and her doctor informed her that the filter was embedded and can no longer be retrieved. There was no attempt to remove the device. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Post procedure pulmonary embolism is a known potential adverse event associated with the use of the ivc filters. These events may be related to excessive clot burden from underlying patient specific factors. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Upon review, the following section has been corrected: product code.